Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of patient's l5 lead. As a result, surgical intervention was undertaken to replace the l5 lead. During the surgical procedure, the s1 lead fractured and the ipg provided abnormal impedances. As a result, the s1 lead and the ipg were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.